Event description:
It was reported that the left monitor of the 2800 system is blanking out. The screen go completely black (momentarily). Two cases were watched by facility bio-medical personnel, and the reported problem did not happen. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a proactive measure, replaced the display adapter pcb with a newer version (s2). The system was tested and found to be working as intended and placed back into service.